Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer aspheric single piece lens due to the surgeon felt the lens would not set right in the patient's eye. The incision was enlarged to remove the lens and the sulcus lens was implanted. Four sutures were required to close the incision. The reporter stated the capsule had ruptured prior to lens insertion, due to the phaco unit. The reporter stated this facility does not use the manufacturer's phaco equipment, they use a competitors.